Event description:
In 2008 - technician stated that one of the prongs broke off of the power cord, this caused the bed to lose all functions, no injury from this issue, he replaced the power cord to repair this bed.